Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where cubie released unexpectedly during a dispense in drawer 4. A technical support specialist checked the transactions and confirmed that the customer was able to reinsert the cubie, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a cubie in drawer 4 released unexpectedly during a dispense. The customer was initially unable to re-insert the cubie; however, a review of transaction records indicated that the cubie was subsequently re-inserted successfully. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.